Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up CT images showed an endoleak from unknown origin. On (B)(6) 2014, digital subtraction angiography images showed a distal type I endoleak from plc181000j/12521409 on the right side and a type ii endoleak. The plc181000j was extended with another contralateral leg component distally into the right external iliac artery. The right internal iliac artery was embolized coil. The type ii endoleak was left untreated to be monitored. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products implanted on (B)(6) 2014: (B)(4), pxc141400j/12567285, pxa230300j/12573990, pxa230300j/12489028 per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleaks. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.